Event description:
It was reported that a pt had his pump refilled on (B)(6) 2011; the pump contained compounded baclofen. One (1) hour after the refill, the pt reported "not feeling well." At 01:00 am the following morning ((B)(6) 2011), the pt was comatose/unconscious and having seizures; the pt was taken to the emergency room (ER). An overdose was indicated. The pt was given narcan. The pt was flown by helicopter to a neurology intensive care unit at a hospital located in (B)(6). Friday afternoon ((B)(6) 2011), the pt's pump dose was decreased by 50%, however, the pt was still having symptoms and the hcp wanted the pump stopped. Pt had seizures 3 out of every 10 minutes. On sunday ((B)(6) 2011), the pump was programmed to stop mode/turned off. The pt expired (B)(6) 2011. At the time of this report, the cause of death was unk to the reporter.

Manufacturer narrative:
(B)(4).